Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "55mm pca cup (monoblock) liner came out of shell with an osteotome. Surgeon didn't want to remove the shell because it was well fixed. Since it was a 1-piece design, the surgeon elected to cement a 32mm x 52-55 neutral insert (B)(4) into existing shell."